Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient made a comment about the devices deteriorating. The patient clarified he was referring to the prior devices depleting due to normal battery depletion over the years he had the device because the devices were not rechargeable. The patient stated he noticed when he got a rechargeable device he has had issues keeping a good connection while charging especially if he would breathe or cough. The patient stated ever since he had a rechargeable device he noticed the device would gradually take longer and longer to charge. The patient stated typically takes about 6 hours to charge from 1/2 to full battery. No further complications were reported. No patient symptoms were reported.